Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments of the programmer being unable to save to a portable document format (pdf), slow to complete tasks, and suspended activity with the implantable device. It was further noted that the programmer exhibited autonomous cursor movement after software update and functional and systems tests were completed. It was also noted that the sliding keyboard cover rails cracked and the personal computer memory card international association (pcmcia) card slot ejects tab was loose. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to save the portable document format (pdf). It was noted that there was suspended connectivity with the implantable device and the programmer was slow to complete tasks. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.